Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic bandage procedure performed on (B)(6) 2022. During the procedure, it was noticed that "there was difficulty in starting the alloys" which had a resistance from the handle. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic bandage procedure performed on (B)(6), 2022. During the procedure, it was noticed that "there was difficulty in starting the alloys" which had a resistance from the handle. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy.

Manufacturer narrative:
Block h6: medical device problem code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only handle assembly) was analyzed, and a visual evaluation noted that the suture thread contained the seven knots. The handle had friction marks from the trip wire. The device was observed under magnification, and the handle had friction marks from the trip wire and the handle slot did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned handle assembly only, it was found that the trip wire was not secured. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip inaccurately without having the required accuracy, which could have affected the functionality of the device causing the friction marks. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation to determine inability of the device to deploy. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.